Manufacturer narrative:
Occurred on an unreported date in 2016. (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a interlink system secondary medication set leaked at the junction of the tubing and lever lock cannula. There was no patient injury or medical intervention associated with this event. No additional information is available.